Manufacturer narrative:
Electrode belt sn (B)(4) was returned ot the distributor for evaluation. The reported problem (check belt, check therapy electrode, false asystole alarms) was confirmed by the distributor. Upon evlauation the trunk cable connector was physically damaged and the electrode belt was unable to securely latch to a monitor, intermittently causing the reported alarms. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent check belt, check therapy electrode, and false asystole alarms.